Manufacturer narrative:
The device was returned for evaluation. The esheath was visually inspected upon return and the following was observed: the sheath was returned cut with approximately 8" of sheath shaft length remaining after the cut, sheath liner was torn 6.25" in length and is located 1.5" from distal strain relief, a liner strand was observed 1.75" in length and is located 4.5" distal to strain relief, a second liner strand was 2" in length and is located 5.5" distal to strain relief, a hdpe split was observed on sheath shaft 0.625" and 1.75" in length, 2.5" from strain relief and scratches were noted near hdpe split. Dimensional inspection was performed on the returned device. The liner thickness was measured along the length of the liner tear and strand and all liner thickness measurements met the specification. The lot number of the device was not received; therefore, a device history review (DHR ) and lot history review could not be performed. During manufacturing, the device is both visually inspected and tested several times throughout the process. Inspections during the manufacturing process and testing performed during the product verification process make it unlikely that a manufacturing nonconformance contributed to the reported complaints. The following instructions for use (IFU) and training manuals were reviewed: IFU for esheath, IFU, commander delivery system, s3u commander preparation training manual and commander procedural training manual. Based on the review of the IFU/training manuals, no deficiencies were identified. Although the reported event was confirmed, a complaint history review is not required as the issue has been previously identified in product risk assessment (pra) and corrective action preventative action (CAPA) investigations, each of which capture root cause analysis for the issue. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. However, per management discretion, pra has been previously initiated to assess risks associated with high push force of the commander delivery system with s3u through the esheath. The risks outlined in the pra remain the same. The pra documents the potential for "inability introducing delivery system through sheath, resulting in procedural delay," which occurred this event. Trending analysis indicates complaint rates are within the applicable trending control limits for may 2021. The pra remains applicable and no further action is required. As there was no confirmed edwards defect, no corrective or preventative actions are required. However, after review of the similar reported issues per pra, a CAPA was initiated to investigate issues associated with insertion of the valve through the sheath using the sapien 3 ultra system (sapien 3 ultra thv, commander delivery system, and esheath). The CAPA is currently in the control phase. Corrective action to implement new process controls for sapien 3 ultra apex coverage was implemented. The valve (part description/number are reflective of old design) from this complaint event was manufactured prior to corrective action. The reported event was confirmed based on the returned device. No manufacturing non-conformances were identified through evaluation of the returned device. A review of manufacturing mitigations supported that a manufacturing non-conformance likely did not contribute to the reported events. A review of IFU/training materials revealed no deficiencies. The complaint description states, "the physcian was unable to advance after mid point of sheath. Patient's vessel was borderline, but calcium free. The physician suspected that the vessel spasmed and made the decision to abort the procedure rather than possibly damage the vessel." Per training manual, "push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification", "if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system", and "do not over-manipulate the sheath at any time". As stated in case notes the access vessels were borderline in size. Undersized mld and vessel spasms can lead to a challenging pathway for delivery system insertion through the sheath resulting in non-coaxial alignment and impact sheath expansion leading to high resistance and high push force. These patient factors, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of the thv getting caught on the sheath, preventing further advancement. CAPA has identified potential areas for s3u design/process improvement to mitigate against the failure. As such, available information suggests that patient factors (undersized mld/vessel spasm) may have contributed to the complaint events.

Manufacturer narrative:
This is two of two manufacture reports being submitted for this case. Please reference related manufacture report no 2015691202103527. Investigation is underway.

Event description:
As reported, during pre decontamination evaluation of the returned devices, a liner strand was observed on the returned 14f esheath. As reported, during insertion of a 26mm sapien 3 ultra valve with a 26mm commander delivery system through a 14f esheath on the right side, there were difficulties with insertion and advancing. The valve and delivery system became stuck in the white strain relief section of the esheath. Attempts were made with more than normal push force to advance the system further through the sheath. Once out of the sheath, it appeared that the commander delivery system was advancing but the valve was stuck in the iliac artery. A balloon was used to occlude the ruptured illiac. Vascular surgery was called to remove the devices. A second 26mm sapien 3 ultra valve, 26mm commander delivery system and 14f esheath were used on the left side to complete the procedure successfully.